Manufacturer narrative:
At the time of her event, the pt's contact lenses were 2 days old and had previously soaked in renu. (B)(4) - corneal staining; photophobia. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. MFR of reported device performed chemistry evaluation of the actual product used by the consumer and product retained from the reported lot; all results were within specifications. All pertinent information available to the MFR has been submitted.

Event description:
We received a report from a (B)(6) female pt who reported that she experienced blurry vision (also described as foggy), light sensitivity, headaches and nausea after using private label multipurpose solution with her frequency 55 soft contact lenses. On the morning of (B)(6) 2013 she applied her lenses and did not notice any discomfort or visual disturbances. However, when she got outside (a few minutes later) she noticed her vision was blurry (she stated she thought it was foggy outside). She drove a short distance to a coffee shop and commented to another customer that it was 'foggy' inside the shop. The customer noted that the air was clear. She went to the restroom and removed her lenses; at this time the lenses had been in place for 30 - 45 minutes. Her vision was still blurry and she noted symptoms of light sensitivity, headache, and nausea. She went to her optometrist and was diagnosed with swollen corneas. No medication were prescribed and she was told to rest her eyes. Follow up with the optometrist indicated that she had diffuse corneal staining, irritation, and corneal edema bilaterally. She returned on (B)(6) 2013 and the corneas were clear and her vision had returned to normal. This healthcare professional indicated the event was possibly due to use of the device. The pt later contacted us and noted her eyes were still bothering her. Around (B)(6) 2013 she went to an ophthalmologist who prescribed fluorometholone 1% to be used three times a day for 10 days. After 3 days, her visual symptoms had resolved completely. The pt contacted us again on (B)(6) 2014 and requested the return of her complaint unit so that her eye doctor's treatment may be more effective. She indicated she was photophobic and experiencing migraine headaches.